Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable (bfc) connector and spring cover. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomedical engineer called intuitive technical support engineer (tse) to report that the manipulators control was inverted. Prior to call tse, they had restarted the system. The scope was installed on universal surgical manipulator (usm)2. It was properly recognized in down direction. After reinstalling the instruments, the system was recovered and no more specific problems. The surgery resumed. The procedure continued as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.